Event description:
A level 1 "y" blood administraton set was being used during a procedure in the o.r. Blood products and volume infusion extremely important on this pt. There was a problem encountered in which the clamp popped open on the side of the y that had nacl hanging when pressure was applied to a unit of blood on the other side of the y. As a result, blood was pumped into the saline. A kelly clamp was used alternating between sides not under pressure in order to promote forward flows not back pressure to other chamber. Upon exam, the intregrity of the plastic in the clamps was questioned as was the design. The manufacturer was contacted. All y sets with lot #200210g were pulled from service and returned to the manufacturer.